Manufacturer narrative:
Follow up information received on 25-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Almost 9 months later, she found out she was pregnant. After six years, she underwent a surgery to remove essure coils. Pelvic pain and pregnancy with contraceptive device are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Unintended pregnancies may occur under any contraceptive, including essure. In this case, the pregnancy occurred after the 3-month period necessary to occlude the fallopian tubes. Therefore, a lack of device effect cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, increasingly severe pain') and fallopian tube perforation ('right essure coil was noted to be protruding from the right tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervicitis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingooophorectomy and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, abdominal pain, dyspareunia, back pain and pelvic discomfort outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted : date of removal (B)(6) 2015. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2021: mr received. Reporter's information added. Event : right essure coil was noted to be protruding from the right tube were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain, increasingly severe pain') and fallopian tube perforation ('right essure coil was noted, to be protruding from the right tube'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: cervicitis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy, with left salpingooophorectomy and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, abdominal pain, dyspareunia, back pain and pelvic discomfort outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted, date of removal: (B)(6) 2015. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which describes an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2009, she discovered she was pregnant and later gave birth to a child on (B)(6) 2009. In (B)(6) 2014, surgery to remove her essure coils was done. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Almost 9 months later, she found out she was pregnant. After six years, she underwent a surgery to remove essure coils. Pelvic pain and pregnancy with contraceptive device are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Unintended pregnancies may occur under any contraceptive, including essure. In this case, the pregnancy occurred after the 3-month period necessary to occlude the fallopian tubes. Therefore, a lack of device effect cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.